Event description:
Customer reported that their buttons were sticking on their insulin pump. The customer stated, he had exposed her insulin pump to moisture. The customer's blood glucose was 44 mg/dl. He declined to troubleshoot for his blood glucose. The customer also stated, he attempted to enter his blood glucose but his buttons were unresponsive. He also reported receiving a failed battery test. The customer declined to troubleshoot for the insulin pump. The customer was advised to disconnect form the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. No failed battery test alarm noted. Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with minor scratches on lcd window and reservoir tube window, cracked case at display window corners, belt clip slot and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.